Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was sleeping and had received a no delivery alarm. Customer's blood glucose level was 475 mg/dl. Customer performed a 5.0u fixed prime and the insulin did not exit and the pump alarmed no delivery. Customer reported that the insulin does not exit with the plunger push. It was explained that the alarm was caused by a set/reservoir connection. Customer was advised to replace the infusion set and reservoir. No further assistance needed.